Manufacturer narrative:
Unable to perform displacement test due to blank display due to j7/ pcba 1 board connector not plugged in properly. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Unable to verify failed battery alarm due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer's blood glucose level was unknown. Customer also stated that there was crack at battery compartment and there was no damaged on reservoir lip ring. Customer was advised that the insulin pump will need to be replaced to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The device will be returned for analysis.